Event description:
It was reported that during the procedure, the guidewire was not manipulating well and the physician noted that the polytetrafluoroethylene (ptfe) coating on the guidewire was scraped/ peeling. No consequences to the patient were reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The microcatheter and torque device used with the guidewire were not returned. Visual inspection of the device revealed that it was slightly bent along its middle ptfe section and its distal section, likely due to handling. No anomalies were observed with the hydrophilic coating. The guidewire nitinol section was soaked in water and after soaking the guidewire, hydrophilic coating was inspected wet and a bump in the nitinol middle section. No other anomalies were observed with the wet hydrophilic coating. The ptfe (polytetrafluoroethylene) coating was the ptfe was scraped off at approximately 6.0cm from the proximal end one side the ptfe coating appeared to be scraped off of the guidewire with the torque device collett. During functional testing, guidewire was loaded and advanced through the proximal end of demonstration microcatheter and there was slight friction during the advancement. Information available indicated that the device was confirmed to be in good condition prior to use and the device was prepared per the dfu. Based on the information currently available, it is probable that insecure tightening of the torque device limited the performance of the guidewire contributing to the reported and observed damages.the ptfe coating appeared to be scraped off of the guidewire during use with the torque device; however, because the torque device was not returned with the guidewire, the cause of the ptfe peeling cannot be definitely determined.

Event description:
It was reported that during the procedure, the guidewire was not manipulating well and the physician noted that the polytetrafluoroethylene (ptfe) coating on the guidewire was scraped/peeling. No consequences to the patient were reported.